Event description:
It was reported that upon implant procedure of this lead, high out of range pacing impedance measurements and high capture threshold were observed. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.